Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The customer returned one picture of the lidstock only. A device history record review did not reveal any manufacturing related issues. Therefore, the potential cause of the dilator sheath not locking could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion when the clinician slides the dilator into the sheath it does not click/lock into place and comes right out. They have to hold the dilator in place during the case. There was no delay in treatment and no patient death or complications reported.